Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The investigation has not yet been completed on the monitor. Device evaluation of belt has been completed. The reported problem (patient treatment) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Awaiting distributor's evaluation of the monitor.

Event description:
Us distributor contacted zoll to report that a patient was treated 5 times. The patient was reportedly conscious at the time of the event. Patient reported hearing the high siren alarms and thought they pressed the response buttons but was treated. The response buttons were not pressed during the event. Patient reports they had dropped the monitor and it had hit the floor. The patient was in a rehab facility prior to the event, during the event, and remained there following the event. The pre and post shock rhythms are not visible. It is not known whether the rhythms were converted by the lifevest defibrillations. No injury was reported from the treatments. The patient has ended use the lifevest. Holter data is not available for the time of the treatments. The device flag data review shows the patient received five lifevest treatments on (B)(6) 2022. The flag data shows shocks were delivered on (B)(6) 2022 at 12:12:28 pm, 12:13:16 pm, 12:38:51 pm, 12:53:22p m, and 12:55:23 pm.